Manufacturer narrative:
The pump had intermittent button response due to a flattened esc keypad dome. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No numbers ramping up on or scroll bar moving with no input was noted.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were sticking. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.